Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed a hematoma behind the ipg, causing pain and swelling. Subsequently, the physician explanted the device. Nevro had attempted to obtain additional information regarding the nature of the hematoma but was unsuccessful. There have been no reports of further complications regarding this event.